Event description:
The pt reported communication issues between the implant and the external equipment. The external equipment was replaced but the issue was not resolved. An advanced bioncis representative met with the pt for device evaluation and confirmed the problem. Explant surgery has been scheduled.